Manufacturer narrative:
As reported in the scientific literature and in the instruction for use for perceval valve (section. Potential adverse events), post-operative bleeding is a potential adverse event associated with a cardiac valve replacement. Device still implanted.

Event description:
The manufacturer was notified on (B)(6) 2016 that on (B)(6) 2015 a patient was implanted with a perceval valve and he suffered for mayor bleeding. It were required two units of rbc transfusion. The event was resolved and the patient was discharged on (B)(6) 2015.